Event description:
While setting up the ventilator for use, the respiratory care practitioner (rcp) attempted to power up the ventilator and noted that the on/off switch lever was broken and the ventilator could not be powered up. Rcp requested a back up ventilator and one was provided. New ventilator set up on patient and therapy continued. Defective ventilator sent to biomedical for evaluation and reporting. Biomedical noted that switch was standard locking toggle lever type in which lever was snapped from switch body. Biomedical engineer assumed that a previous user may have tried to power up the ventilator unaware that this was a locking lever type which required the user to lift and then move lever to on or off position. New switch ordered. And ventilator reported to medwatch. Machine hours 11293.